Manufacturer narrative:
The pump was received with a black shadow on the lcd display due to a warped/ uneven pcb on the lcd board. Unit had minor scratches on lcd window. (B)(4).

Event description:
Customer indicated via phone call that she received a box with a new pump but that she returned it as her doctor fixed the pump that she had previously. No further information was given.